Event description:
Additional information indicates that noise was able to be induced with isometrics only on the shocking channel. The proximal coil from the can was removed and the impedances were back in range. The patient also underwent defibrillation threshold (dft) testing with shock vector configured to rv coil to can with normal measurements reported. No further change or intervention will be performed at this time.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shock impedance measurements greater than 125 ohms. No adverse patient effects have been reported. Boston scientific technical services (ts) reviewed the patient remote interrogation data and determined that the daily measurements for shock impedances had been out of range since the implant of the patient's implantable cardioverter defibrillator (ICD). Ts recommended that this patient be brought in for troubleshooting.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.